Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in argentina regarding a patient receiving intrathecal lioresal 2000 mcg/ml (dose 850.7 mcg/day) via an implanted pump. The indications for use were not reported. Other medications the patient was taking at the time of the event and the baclofen lot number were unable to be obtained. The patient's medical history was noted as "none". The patient's pump alarm started to sound and it was unknown what led to the event. No diagnostics/troubleshooting performed at this time and no interventions were taken. The issue was not resolved at the time of this report. It was noted in the last n'vsion report ((B)(6) 2015), it had an estimated elective replacement indicator (eri) of 5 months. The patient's status was "alive-no injury" surgical intervention did not occur, but was planned (not scheduled). On (B)(6) 2016, additional information was received from a company representative who indicated the pump alarm was silenced and replacement surgery was scheduled on (B)(6) 2016. The patient was not receiving the therapy and the pump would be returned after explantation. On (B)(6) 2016 additional information was received which noted that the reason for the pump alarm was a motor stall. As therapy was no longer received by the patient, not receiving therapy, and eri was 1 month, the physician decided to replace both the pump and the catheter. The most recent session report noted that the pump alarmed occurred for a low reservoir and an empty reservoir and that the motor stall resulted in a pump period may exceed tube set. Additional information was requested to clarify dates of the low and empty reservoirs, reason for empty pump, symptoms associated with the empty pump, explant date, indications for use, and product location. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
The pump was infusion baclofen 2000 mcg/ml at a dose of 934.0 mcg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. (B)(4).

Event description:
Please note, that the previous report noted that the following information was received on 2016-03-17. However, the adjusted date is 2016-03-16. On 2016-03-16 additional information was received which noted that the reason for the pump alarm was a motor stall. As therapy was no longer received by the patient, not receiving therapy, and eri was 1 month, the physician decided to replace both the pump and the catheter. The most recent session report noted that the pump alarmed occurred for a low reservoir and an empty reservoir and that the motor stall resulted in a pump period may exceed tube set. Additional information was requested to clarify dates of the low and empty reservoirs, reason for empty pump, symptoms associated with the empty pump, explant date, indications for use, and product location. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6) 2016 the representative further reported that there were no allegations towards the catheter as it was an elective replacement of the catheter. The dates of the low and empty pump alarms were not known. The indication for use of the implanted system was severe spasticity. The hcp did not refill the pump because the patient was not receiving therapy due to the motor stall. The patient symptoms had returned previous to the empty pump date. The hcp said that the motor stall was the reason for the "reapparition" of patient symptoms. The explant date was confirmed as (B)(6) 2016 as previously reported as scheduled. The pump was to be retrieved from the hospital to be returned.

Manufacturer narrative:
Conclusion code no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.